Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that it was indicated there was a remaining reservoir volume of 0 ml, visual inspection had revealed that the full volume of 288 ml remained in the IV bag. No audible alarms or abnormalities were found in the pump settings. The infusion had started with a volume of 288 ml, delivered at a continuous rate of 4 ml/hr over 72 hours. Both the air detector and upstream sensor had been turned off. The prescribed dose had not been administered. A return visit to the infusion center had been required to complete the treatment.